Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Investigation summary: with all the available information, boston scientific is unable to confirm cause of the reported clinical observation of difficulty crossing the septum. Although the product was disposed and could not be returned, we have determined that the pericardial effusion is a known inherent risk of use of this device. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: it was indicated the device is unavailable for return; therefore, a technical analysis of the complaint device could not be completed. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk review: a risk review performed for the faradrive device confirmed that the event of pericardial effusion is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the faradrive device is acceptable. Investigation conclusion: based on the available information, boston scientific's investigation findings were unable to establish a clear conclusion about the cause of the reported difficulty to advance or blood in sheath. The device has not been returned to bsc for analysis, and at this point, it can be concluded that unknown factors most likely contributed to the event. The device met all requirements prior to being approved for final distribution/sale and there was no evidence to suggest that the instructions for use (IFU) was not followed. Pericardial effusion is an expected procedural complication addressed within the IFU for the faradrive sheath.

Event description:
It was reported that a patient experienced a pericardial effusion. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath (clear) was selected for use. There were some difficulties getting the transeptal due to a thick septum. There was also deflection with the faradrive in the left atrium (la) due to the septum thickness. After getting transeptal, the physician moved the intracardiac echocardiography (ice) catheter to the la. Following ablation, an effusion was observed below the left superior pulmonary vein (lspv), before completing the post map. The catheter was out of the body at the time of the effusion. A pericardiocentesis was performed and the patient was taken to the operating room for open heart surgery. They were kept for observation and later discharged from the intensive care unit (ICU). The device is not expected to be returned for analysis.

Event description:
It was reported that a patient experienced a pericardial effusion. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath (clear) was selected for use. There were some difficulties getting the transeptal due to a thick septum. There was also deflection with the faradrive in the left atrium (la) due to the septum thickness. After getting transeptal, the physician moved the intracardiac echocardiography (ice) catheter to the la. Following ablation, an effusion was observed below the left superior pulmonary vein (lspv), before completing the post map. The catheter was out of the body at the time of the effusion. A pericardiocentesis was performed and the patient was taken to the operating room for open heart surgery. They were kept for observation and later discharged from the intensive care unit (ICU). The device is not expected to be returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.